Event description:
Additional information was received that the event was observed after the implant and was resolved by reprogramming the device.

Event description:
It was reported that the device was in backup (bvvi) mode due to an unknown cause. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.